Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative hand assisted laparoscopic colon resection, there was a small bubble at the staple line and pelvic infection occurred. Surgeon did over sew the staple line because it did not looked right. The event lead to or extend patient hospitalization for five days.